Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of pump stops was confirmed through the review of the log file submitted by the account. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the mpu could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. The log file captures low speed advisory alarms beginning on (B)(6) 2019 at 18:21:42 when the pump struggles to maintain the fixed speed. Multiple pump stops were captured beginning on (B)(6) 2019 at 18:26:10 with corresponding low flow and low speed hazard alarms. The pump stops continue to occur intermittently until the end of the log file and all pump stops occurred while the patient was connected to the mpu. The account submitted x-rays for review which appeared to show an area of breakdown of the metal braided shield on the external portion of the driveline, near the exit site. The patient underwent an external driveline repair under work order # (B)(4) on (B)(6) 2019. Approximately 19" of the driveline (s/n (B)(6) was returned under work order # (B)(4) . The proximal 5¿ of the driveline was returned with the silicone jacket, bionate layer, and metal braided shield removed. Brown tape was wrapped around the silicone jacket approximately 9.5¿-11¿ and 14¿ from the metal connector and white tape was wrapped around the metal connector bend relief. The metal connector pins were unremarkable. An electrical continuity test of the returned potion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Incidental finding: the metal connector bend relief had a small tear on the distal end, underneath the white tape, where the silicone appeared to be separating from the metal connector. The clear bionate layer showed no evidence of damage. Metal shield breakdown was observed approximately 3¿ from the metal connector. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage to the inner conductors along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient was sent home with an ungrounded patient cable and remains ongoing on heartmate ii lvas, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 016. It was reported that the patient experienced multiple low speed, pump off, and low flow events on (B)(6) 2019. Technical services reviewed the log file and suggested that these types of events have been linked to potential issues with the percutaneous lead. An external percutaneous lead repair was performed on (B)(6) 2019 approximately 4 inches from exit site. After the patient was back on the grounded patient cable, and the patient moved, there were noted pump stops. The patient was provided with a power module and ungrounded cable for home use. No further information was provided.